Event description:
A female patient, s.t., a peritoneal dialysis experienced a peritoneal dialysis (pd) catheter malfunction that caused peritonitis. The patient was admitted to the hospital on (B)(6)2016 for drain issues and subsequently the peritonitis. The pd catheter was removed and the patient transitioned to hemodialysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).